Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided confirmed the balloon rupture during thv deployment withing pre-existing bioprosthesis. In this case balloon burst was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per information provided there was presence of calcification in the pre-existing bioprosthesis. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case system component separation was unable to be confirmed based on evaluation of provided imagery and no device was returned for evaluation. Available information suggests that procedural factors (device manipulation) likely contributed to the event as withdrawal difficulties might be encountered as the balloon burst during valve deployment. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in australia, regarding a 23mm sapien 3 ultra resilia transcatheter heart valve was implanted in the aortic position inside an edwards surgical valve via transfemoral approach, during the procedure, the balloon of the commander delivery system ruptured during valve deployment. Despite the balloon burst, the valve was well apposed against the annulus. The implanters proceeded with immediate post-dilation using a 24mm true balloon. Upon retrieval of the commander system, it was noted that approximately a 2cm segment of the balloon was missing and presumed to remain inside the patient. A full-body CT scan was performed post-intervention. According to the implanter's review of the CT results, ''nothing was identified.'' The patient remained hemodynamically stable and was kept under observation. The root cause of the balloon burst was query calcium node that it was not clearly visible in the CT.